Event description:
The patient was sitting down (B)(6) 2014 night and felt a pop; he felt the catheter disconnect and come down his butt, so he reached back and tried to feel the connection to the pump and could not feel it. He ¿got overdosed and got kind of sick¿. The patient had ¿no real withdrawal issues¿; he felt nauseous for a bit. He went to bed, got up, and felt a little better. The patient thought that he was feeling better because the medication was coming out where the pain was and giving him relief. A cat scan was done friday ((B)(6) 2014) and the tech said the catheter had come ¿unsutured from the spinal canal¿ and the catheter had worked its way down to the epidural sac. The patient was frustrated because he didn¿t think that was what happened. He didn¿t know how he would feel the catheter working its way out and when they did the cat scan, they went above the pump area and did not see the pump. Since the event, the patient had been taking half the orals that he had been. The patient wasn¿t able to see the results from the cat scan and wanted to see an x-ray. The patient was also going to talk to his hcp (healthcare professional) about doing a dye study. It was later reported that the cat scan was inconclusive, so a dye study was done. Everything was found to be fine/intact; the catheter was attached, patent, and the catheter tip was at t11 where it should be. The patient status was reported as ¿alive-no injury¿; the patient was ¿perfectly fine.¿ it was unclear if the device system was delivering hydromorphone or morphine at the time of the event. As the drug in the pump at the time of the event was unclear, further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the manufacturer representative believed the pump was used to infuse dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID 8780 (B)(4) implanted: (B)(6)2013 product type catheter, ubd:(B)(6)2015; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-aug-03. The patient reported they went through an overdose a couple years ago. The patient stated the healthcare provider said the machine was not saying anything, and it all looked fine. The patient said the pump was not alarming. There had been no medication change and they were not sick. The patient was at baseline. No further complications were reported or anticipated.